Event description:
Boston scientific received information that this device exhibited 2 nonsustained episodes. Electrogram review displayed 2 beats of the episode however, the remainder of the screen become blank. A call was placed to technical services (ts) to review and troubleshoot. The ts consultant discussed that the programmer could have possibly retrieved only partial data input from the logbook, if telemetry had been inadvertently interrupted. No further troubleshooting was performed and the patient released for normal follow-up. Subsequently, the device was explanted for normal battery depletion and in the absence of further product anomalies. The explanted device was later returned for a (B)(4) assessment. No adverse patient effects reported during the entire implanted duration of the product.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. Analysis verified all manual lead impedance measurements were within normal limits and that the device was capable of delivering both brady and tachy therapies as programmed. While laboratory analysis confirmed a product anomaly not observed clinically, the previously reported clinical observation of missing data was unable to be confirmed.